Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) was discovered to have pixels missing from the display. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the upper display. The fse completed the pm. The unit passed all functional and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use. The top display assembly was observed per the cardiosave service manual with no visual damage. The getinge national repair center(nrc) installed the top display assembly into the cardiosave test fixture and tested the display assembly to factory specifications per procedure and the cardiosave service manual. No problem was found. Display assembly will be held in the nrc per procedure.